Manufacturer narrative:
A customer alleged a discrepant result for a patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The alleged sample initially generated a positive sars-cov-2 result with with a CT value of 31.17 on the liat instrument but was negative when repeated on a luminadx assay. An investigation was completed through case (B)(4). The allegation was not observed. The discrepant result is due to differences in the targets for the assays. The limit of detection (lod) of the lumiradx assay is 32 tcid50/ml, where the liat assay is 0.012 tcid50/ml, sensitivity is much greater with the liat. Liat is a pcr test targeting the virus gene sequence and the lumiradx targets viral antigen. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a false positive result while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The initial test result was positive for sars-cov-2. The sample was rested with a different platform and was negative. A review of the data revealed CT value of 31.17 indicative of a sample near the limit of detection (lod). Lod samples are expected to waiver between positive and negative upon repeat. The growth curve is robust, and is indicative of true viral amplification. The most likely cause of the discrepant result is the differences in the technology and the sensitivities of the assays. The liat assay targets viral dna, whereas the other platform used targets viral antigen. Therefore, results with one assay may not align with the other. In addition, the sensitivities differ greatly between the two platforms with the liat being more sensitive. No harm was alleged. Per FDA guidance, one(1) mdrs will be filed, one per discrepant result.

Manufacturer narrative:
-Corrected to remove reference of sample near or at the lod. The growth curve is robust for this sample, and is indicative of true viral amplification. Added retest on luminadx in test data. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a false positive result while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The initial test result was positive for sars-cov-2. The sample was rested with a different platform and was negative. A review of the data revealed CT value of 31.17. The growth curve is robust, and is indicative of true viral amplification. The most likely cause of the discrepant result is the differences in the technology and the sensitivities of the assays. The liat assay targets viral dna, whereas the other platform used targets viral antigen. Therefore, results with one assay may not align with the other. In addition, the sensitivities differ greatly between the two platforms with the liat being more sensitive. No harm was alleged. Per FDA guidance, one(1) mdrs will be filed, one per discrepant result.